Event description:
It was reported that high impedances of greater than 40,000 ohms were measured on electrode zero during a stage one procedure. The lead was disconnected from the twist lock and reconnected, but the issue did not resolve. A different twist lock was tried and the set screws were loosened, but the issue was not resolved. The lead was replaced and after the replacement, all impedances were measured to be normal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the lead found no anomaly.

Manufacturer narrative:
Concomitant product: product ID 3387s, lot # va0n5k2, implanted: (B)(6) 2015, product type lead. (B)(4).